Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 at 6 pm due to diabetic ketoacidosis. The customer had symptoms such as high blood glucose, nausea, and was vomiting. The customer¿s blood glucose level at the time of admission was between 500 mg/dl to 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was still at the hospital at the time of the call. Their blood glucose had gone down to 100 mg/dl but when they were told to connect again with the insulin pump their blood glucose went up to 600 mg/dl. The customer disconnected from the insulin pump and was being treated with manual injections. Troubleshooting was not performed because they did not have the insulin pump at the time of the call. The device will not be returned for analysis.